Manufacturer narrative:
(B)(4). Investigation results: an ultraflex¿ esophageal ng stent and delivery system was returned for analysis. Visual evaluation found the stent partially deployed, a slight bend in the device shaft and the deployment suture wound around the catheter roughly three times from the suture lumen to the distal end. During functional analysis, the stent failed to deploy using the pull ring. The stent was deployed by pulling the suture adjacent to the knot. The deployment suture was wrapped around the device that cause the shaft to bow under tension. No other issues were identified during the product analysis. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable.

Event description:
It was reported to boston scientific corporation on april 04, 2016, that an ultraflex¿ esophageal ng stent was to be used in the esophagus during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was not tortuous. During the procedure, the physician tried to release the stent but the stent failed to deploy. The stent and the delivery system was removed from the patient and the procedure was completed with another ultraflex¿ esophageal ng stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the stent partially deployed.